Event description:
It was reported to philips that the system could not start up. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the diagnostic procedure was completed by using another system. The philips field service engineer (fse) inspected system onsite and confirmed that the system could not start up. Upon troubleshooting, fse identified that pdu (power distribution unit) had input power but no output of power. The fse replaced pdu fan tray and dcps (dc power supply) to resolve the issue. The defective pdu fan tray and dcps were returned to philips for further analysis. The analysis confirmed the malfunction of pdu fantray due to ac/dc supply fault and it was identified that the power supply ac/dc 120w +24v/5a [psu1] and power supply ac/dc 150w (25.2v ± 1%) 6.25a [psu2] were found to be defective. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.